Event description:
Pacemaker pack used in cath lab had black speck of debris in sterile basin. Removed sterile basin from sterile field and discarded. Cath lab manager notified. Submitted a quality inquiring to the rep of the manufacture on 2/26 and submitted all pertinent information about the quality event. Was copied on the report submission of the quality complaint to his company. No other issues with this pack have been reported but we will keep watch on this pack incase other similar issues arise.